Manufacturer narrative:
Patient identifier was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown. Part and lot information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient identifier was not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown. Part and lot information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Manufacturer narrative:
Follow-up submitted for additional information.